Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation was performed on the same day". The patient's medical history included allergic rhinitis, depression, anxiety, hypertension and appendicitis. Concomitant products included amlodipine besilate (norvasc), sertraline hydrochloride (zoloft) and warfarin sodium (coumadin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced the first episode of tooth disorder ("dental issues") and the second episode of tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced migraine with aura ("migraine with aura") and headache ("headaches"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder ("autoimmune issues"), hypertension ("high blood pressure"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (robotic-assisted total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine with aura, dysmenorrhoea, fatigue and abdominal pain had resolved and the genital haemorrhage, autoimmune disorder, hypertension, depression, anxiety, vaginal haemorrhage, menorrhagia, headache, the last episode of tooth disorder and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine with aura, pelvic pain, vaginal haemorrhage, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), migraines / headaches,dental problems, dysmenorrhea (cramping), pain, fatigue, back pain were added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), autoimmune disorder ("autoimmune issues"), hypertension ("high blood pressure"), tooth disorder ("dental issues"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, autoimmune disorder, hypertension, tooth disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, genital haemorrhage, hypertension, migraine, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.